Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were evaluated in the field and the issue was confirmed; 10 units had broken/damaged components and 7 had bent components. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported the power cord had exposed bare wires or damaged power prongs. 17 events had no patient involvement. 1 event had patient involvement and the patient sustained a shock which did not require medical intervention.